Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#:(B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 01-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via operative notes from (B)(6)2016 regarding a patient receiving an unknown medication via an implanted pump. On (B)(6)2020 it was reported that the patient¿s preoperative and postoperative diagnoses were, ¿retained malfunctioning pain pump, l4-5 and l5-s1 degenerative disc disease and degenerative joint disease with listhesis, instability, and pseudoclaudication symptoms¿. No infusion system related symptoms were reported. The procedure performed was noted to be, ¿removal of retained malfunctioning pain pump and pain pump catheter, followed by l4-5, l5-s1 redo decompressive laminectomies with bilateral medial facetectomies and foraminotomies, bilateral l4, l5, s1, and segmental fixation and fusion using pedicle screws and rods with autograft bone, harvesting morselized autograft bone, microsurgical techniques, o-arm stereotactic localization¿. The indication for the procedure was noted to be, ¿this patient has had difficulty with chronic pain. She has had previous lumbar discectomies on 2 occasions remotely. She has had a pain pump inserted for pain control, which is no longer functional. Her workup reveals the above finding. She has failed long-term conservative management and has elected to proceed with surgical treatment¿. During the procedure, it was found that the catheter had become dislodged, and was only at the level of the spinous process and did not extend into the spinal canal. Once the pump and catheter were removed, the physician proceeded with the remainder of the scheduled lumbar procedures. It was noted that there were no intraoperative complications and upon completion of the procedure the patient was taken to the recovery room in satisfactory condition. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider on 2020-jul-27. The patient's weight was provided. The device status was unknown. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.